Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy procedure while resecting the stomach, the device did not fire. It was removed from the patient without problem. A new device was used to complete the case. There was no patient injury and damage to tissue.